Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 21.1 mmol/l (380 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The adhesive pad had loosened while sleeping which resulted in the cannula dislodging from the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No issues noted that would cause high blood glucose levels. The device had the adhesive pad completely attached with no insufficient weld spots. Residual adhesion was felt when peeling the adhesive pad apart from itself. Due to the device being worn, the original state of the adhesive pad could not be determined. Although no issues were noted, it could not be conclusively determined if the cannula did dislodge from the infusion site or if the device contributed to the reported high blood glucose levels.